Event description:
During hospitalization for lung cancer(multiple metastasis) the patient suffered acute inferior wall myocardial infarction and emergency pci was performed. The lesion to be treated was described as thrombotic complete occlusion. After pre-dilation, an integrity 3.00 x 15 mm bare metal stent was successfully deployed at rca. After post dilation 0% lesion stenosis remained. It was reported however that 2 stenosed lesions remained distal and proximal to the deployed stent (50% stenosis in each lesion), but the physician did not treat these lesions during this procedure. The reason was unknown. There were no abnormalities noted during prep, inspection or negative prep of the implanted integrity stent. Approximately 3 days later it was reported that the patient suffered from sub-acute stent thrombosis at the rca where the integrity stent had been implanted and emergency pci was performed. During the pci a poba was performed using a non mdt balloon at rca and then 2 other integrity stents (integrity 3.50 x 15mm and integrity 4.00 x 9mm) were implanted distal and proximal to the previously implanted integrity stent. It was reported however that the patient passed away on the same day. Physician's opinion that the patient was in a serious condition before the procedures. After the initial pci, the patient was unable to keep a stable condition. The physician was unsure if the patient would be able to take a medicine by mouth. Also the patient had a propensity for blood clotting. The physician indicated there was no causality between this event case and the relevant device.

Manufacturer narrative:
Evaluation codes: results predisposed to event ¿ (patient hospitalized due to lung cancer and suffered acute inferior wall myocardial infarction, stent thrombosis in previously implanted stent) inherent risk of procedure ¿ (death) no results available since no evaluation performed - (device or procedural images not provided for review) (none) ¿ device not returned for evaluation evaluation codes, conclusions: inherent risk of procedure ¿ (death) other- root cause could not be determined unable to confirm complaint - (device or procedural images not provided for review) device not returned - (device not returned for evaluation) (B)(4).